Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention performed (re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify.

Event description:
It was reported that a patient underwent a lateral episiotomy surgery on (B)(6) 2020 and suture was used. After 42 days post-op, the patient came to the hospital for reexamination. The suture was not absorbed completely, and the whole suture could be pulled out from the wound. The patient experienced wound pain and suppuration.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/20/2020. The following information was requested and was received: was there any medical or surgical intervention performed (re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. No.

Manufacturer narrative:
Date sent to the FDA: 05/13/2020. A manufacturing record evaluation was performed for the finished device pg2941, and no non-conformances were identified. Corrected h-6 device codes: 3191- slow absorption of suture. Corrected b5 narrative: it was reported that a patient underwent a lateral episiotomy surgery in 2020 and suture was used. After 42 days post-op, the patient came to the hospital for reexamination. The suture was not absorbed completely, and the whole suture could be pulled out from the wound. The patient experienced wound pain and suppuration. Additional h-3 summary: it was reported performance slow absorption of suture. An unopened sample of product were returned for analysis. The complaint sample was not received for evaluation. The unopened sample was examined for visual defects. The packet was opened and during the visual inspection of the needle/suture was correctly placed on folder, the swage and attachment area were noted to be as expected and no detached needle could be observed. The sutures were dispensed without problems and examined along of the strand and no defects, damaged on the suture could be observed. Absorption of vicryl plus antibacterial suture is essentially complete between 56 and 70 days. According to sample condition, no defects were observed.